Event description:
This case was reevaluated on july 26, 2000 by a cross-functional team of "bhq" staff and determined to be reportable to FDA as an MDR. In july 1997, the gulf coast region converted to the national biomedical computer system (nbcs). During the conversion, an updated zip code table was overwritten, leaving an older version of the table on the production server. However, donor records that were converted to nbcs in the gulf coast regional database included records with zip codes that were not present on the older version of the zip code table. This resulted in an error message "eeeeek! Donor not found" when staff members viewed these records in the donor core module. Units associated with donor records displaying the above error message were quarantined during the investigation. It was determined that nbcs had allowed the labeling of only one unit that regional staff believed had been placed on hold. The registration set report displayed a colon (:) by the unit instead of the expected hold code, which indicated that the attempt to place this unit on hold had failed. The labeled unit had not been distributed and was physically quarantined in the region.